Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy during a supraventricular tachycardia (svt) episode. Technical services (ts) was consulted and recommended device settings reprogramming for the ventricular fibrillation (vf) therapy zone. No additional patient effects were reported. This ICD remains in service.